Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. Functional tests were conducted on 10 retained samples. All samples passed the tests without any issues of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.